Event description:
Customer reports their biomed department has a pump where the spring on the platen inside the door is completely exposed. They report that the pump was in pacu, set at 60 ml/hr, but was noted to be running at almost wide open pace. In looking at their pumps they found others with platen spring covers that were cracked or nearly cracked in a similar fashion; they also found about 10 others in which the spring is completely exposed which they have removed from service as they are concerned that the cracked spring cover is related to the observed unregulated flow. Specific details of reported incident including date of event, what was infusing, and what the patient impact was have not been provided despite multiple requests.

Manufacturer narrative:
(B) (4). (B) (4). Requested this device along with one more that exhibits the same issue; product return is anticipated, however to date, serial number of incident device is not known and the requested devices have not been returned for investigation. A follow up report will be submitted when the product is returned and the investigation is complete. This report was filed by the manufacturer.